Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before an unknown procedure, the er320 tip is going through the black cover and poking out of packaging and as a result, metal shaft is getting bent on the stapler. It is unknown if another like device was used to complete the procedure. There were no patient consequences for the patient reported.